Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a optical sensor malfunction. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional information: e1 (event site postal code) - (B)(6) (error message: "zip code must be at least 5 characters"). A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then cleared for clinical service.

Event description:
N/a.